Event description:
It was reported that this right ventricular (rv) lead that was implanted a few months ago was being checked due to an alert for pacing less than 90 percent. Review of the device found episodes of cross-chamber oversensing of atrial flutter on the ventricular channel that was causing pacing inhibition. The patient had a slow underlying rate in the 30 bpm range, so no asystole was observed. There were also observations of high thresholds and a drop in r-wave amplitude to 0.6mv. It was assumed that the rv lead had pulled back or lost slack enough that the distal coil was sensing the atrial arrhythmia. Subsequently, a lead revision was performed where the lead was put back in place with some slack. No other issues were noted, and the patient was doing well.